Manufacturer narrative:
The device has not been received for analysis yet. However, based on the media provided, the reported allegation for dilator tip damaged was confirmed. Thus, a supplemental MDR is being filed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation (a fib) ablation procedure, a versacross access solution kit was selected for use. After opening the package, prior to inserting the device into the patient, the physician noted that the distal end of the dilator tip was damaged and bent nearly to the point which potentially could have fallen off. The tip almost seemed detachable or fragmented from the tip. The method of device removal from the packaging could have potentially caused the damage. Hence, the device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation (a fib) ablation procedure, a versacross access solution kit was selected for use. After opening the package, prior to inserting the device into the patient, the physician noted that the distal end of the dilator tip was damaged and bent nearly to the point which potentially could have fallen off. The tip almost seemed detachable or fragmented from the tip. The method of device removal from the packaging could have potentially caused the damage. Hence, the device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.